Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided two photos for evaluation. Visual inspection of the photos revealed the catheter body was separated adjacent to the hub. The separated portion appeared to be bent and deformed. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions-for-use provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage". The customer report of a separated catheter was confirmed by visual inspection of the customer supplied photos. However, a full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "cannula failed whist removing from patient, part left in patient that required a surgical instrument to safely remove." The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "cannula failed whist removing from patient, part left in patient that required a surgical instrument to safely remove." The patient's condition was reported to be fine.